Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hosp to be evaluated after the treatment. The patient remains in the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): reuse. Electrode belt (B)(4): 12/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to three false detections. The patient's wife was present and witnessed the event. The patient's wife stated that the patient fell to the ground and was treated. The patient was reported to have been conscious at the time of the treatment. The patient did not press the response buttons during the entire event. The patient was evaluated at the hospital.